Event description:
It was reported patient's lead has high impedances on all contacts. Imaging revealed the lead was fractured. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number:(B)(6).

Manufacturer narrative:
The report event of high impedance was confirmed. As received, microscopic inspection showed the returned lead found all internal wires were broken from stim end segment. The cause for the event remains unknown.

Event description:
Additional information indicated surgical intervention was undertaken on (B)(6) 2025, wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.